Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy that occurred on both the insulin pump system and continuous glucose monitoring system in comparison to the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.